Event description:
A report was received that a patient was in a car accident and his implantable pulse generator (ipg) has not been functioning since that time. The patient underwent an exploratory surgery during which the physician decided to replace the patient's system. The patient is reportedly doing well.